Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On may 7, 2018, it was reported that the hose exploded at the wall connection. That stopped the graft harvest while the device was being used by the surgeon. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review was unable to be performed as the device lot number is unknown. The customer provided the third-party manufacturer lot number during follow up that does not integrate into zimmer biomet systems and cannot be used to track back to a zimmer biomet lot number. Zimmer biomet surgical does not repair dermatome hoses. Product review of the dermatome an by medicrea on may 24, 2018 revealed the calibration was out of specification. The service technician noted that the problem comes mainly from the wall connection of the pipe and not from the dermatome because it works well. Product review of the dermatome hose revealed that there was a section of the hose near the air supply connection end that had been damaged. Repair of the dermatome an was performed by medicrea on june 28, 2018 which included calibration of the device. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review of the dermatome hose it was noted that there was a section of the hose near the air supply connection end that had been damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review of the dermatome hose it was noted that there was a section of the hose near the air supply connection end that had been damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The customer reports that during a skin graft surgery under local anesthesia, the hose exploded at the wall connection. That stopped the graft harvest while the dermatome was using by the surgeon. After that the dermatome was unusable for complete the surgery. No adverse events were reported as a result of this malfunction. On 24 jul 2018, the evaluation of the device was completed and therefore a supplemental medwatch is being submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of event, event, brand name, serial#, concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. On may 7, 2018, it was reported that the hose exploded at the wall connection. That stopped the graft harvest while the device was being used by the surgeon. The customer returned a dermatome an device, serial number: (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated dermatome an serial number: (B)(4) as documented in the repair reports in livelink. Product review of the dermatome an by medicrea on may 24, 2018 revealed the calibration was out of specification. The problem is mainly the wall connection. Repair of the dermatome an was performed by medicrea on june 28, 2018 which included calibration of the device. Dermatome an, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during product review the only issue found with the device was that the calibration was out of specification. The hose and any used connectors for the device were not returned for evaluation. The root cause of the exploding hose cannot be specifically determined with the provided information since it is unknown how the damage to hose occurred. The issue is being further investigated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
The customer reports that during a skin graft surgery under local anesthesia, the hose exploded at the wall connection. That stopped the graft harvest while the dermatome was using by the surgeon. After that the dermatome was unusable for complete the surgery.